Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that ""left ankle fixation, used the 2.5 stryker drill bit (700347), which snapped, leaving 2cm of drill bit within the patients left medial malleolus. The surgeon was mr fergusson. The incident occurred during the primary surgery. The procedure was completed successfully. There was no surgical delay and therefore no adverse consequences due to delays. The case was completed successfully using an alternative drill bit and the incident discussed with orthopaedic colleagues on the mainland immediately at the end of the case. The final outcome was that the fracture was reduced and stabilised with good positioning of the metalwork and joint spaces. The surgeon does not anticipate any long-lasting effects as there is the additional fixation metalwork also in situ. The other implants used were stryker 8-hole 1/3 tubular plate, cortical and cancellous screws and x2 k-wires for stabilisation and then removed. I cannot be certain how long the drill bit has been in use. The tray where the drill bit has been in use as a reusable item was introduced in 2008 and that tray has been processed 117 times. We have had, up until recently 2 of the drill bits on the tray so very difficult to determine exact number of uses. The item was not part of a loan set and yes, the drill bit was inspected prior to use. The device is not available as it was disposed after the procedure". "

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that ""left ankle fixation, used the 2.5 stryker drill bit (700347), which snapped, leaving 2cm of drill bit within the patients left medial malleolus. The surgeon was (B)(6). The incident occurred during the primary surgery. The procedure was completed successfully. There was no surgical delay and therefore no adverse consequences due to delays. The case was completed successfully using an alternative drill bit and the incident discussed with orthopaedic colleagues on the mainland immediately at the end of the case. The final outcome was that the fracture was reduced and stabilised with good positioning of the metalwork and joint spaces. The surgeon does not anticipate any long-lasting effects as there is the additional fixation metalwork also in situ. The other implants used were stryker 8-hole 1/3 tubular plate, cortical and cancellous screws and x2 k-wires for stabilisation and then removed. I cannot be certain how long the drill bit has been in use. The tray where the drill bit has been in use as a reusable item was introduced in 2008 and that tray has been processed 117 times. We have had, up until recently 2 of the drill bits on the tray so very difficult to determine exact number of uses. The item was not part of a loan set and yes, the drill bit was inspected prior to use. The device is not available as it was disposed after the procedure". "